Event description:
It was reported that the patient was implanted with a solid tibial nail for a tibia fracture in 1996 on an unknown date. Patient reports experiencing pain over a number of years and was returned to the o.r. On (B)(6) 2013 for removal of the solid tibial nail. The patient was reported as being healed. This report is for three (3) unknown screw. This is report 2 of 2 for complaint #(B)(4).

Manufacturer narrative:
This report is for 3 unknown screws. Implant date: unknown date in 1996. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.